Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that these types of events can occur: ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on the initial medwatch. The revision date occurred in (B)(6) 2014 and not (B)(6) 2014 as was previously reported.

Event description:
It was reported that the patient underwent a total hip arthroplasty (B)(6) 2005. Subsequently, patient underwent revision procedure on (B)(6) 2014 due to pain and instability of the cup. The cup and head were removed and replaced.

Event description:
It was reported that the patient underwent a total hip arthroplasty (B)(6) 2005. Subsequently, patient underwent revision procedure on (B)(6) 2014 due to pain and instability of the cup. The cup and head were removed and replaced.